Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned instrument showed signs of use and was fractured. Fracture analysis identified that the fracture was consistent with overload fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a left knee arthroplasty, the femoral impactor fractured upon implantation of the femoral component. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.